Event description:
It was reported that on (B)(6) 2024 the patient had many episodes of arrhythmia and no therapies were delivered from the implantable cardioverter defibrillator (ICD). The patient passed away.

Manufacturer narrative:
The device history record was reviewed; there were no nonconformances or rework associated with this batch/lot/serial number. Technical services review of session records shows that the device behaved according to its programmed settings.